Manufacturer narrative:
The device was returned as part of the asset return process. The air/water cylinder had foreign objects, the distal end had foreign objects, and the suction cylinder had no color; due to damage on the connecting tube, the insulation resistance value did not meet the standard value; the cover of the light guide bundle was damaged, lg lens had a crack, due to annual inspection, some parts had to be replaced, the adhesive around the light guide lens had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion or if any additional information is provided.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end was corroded on the arm cover, and the air/water tube had foreign material remaining from previous procedures. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5, g2 (also selected ¿other¿ and ¿foreign¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the adherence/clogging of the materials in air water-cylinder/air water-channel/distal end remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.